Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed bolus stopped. The customer¿s blood glucose level was 12.7 mmol/l at the time of the incident. It was reported that bolus was delivered. They controlled the progress bar and it showed that the bolus was delivered. After 10 minutes it alarmed bolus stopped. Battery cap was not loose, and the pump was not dropped or bumped. It was reported that it happened twice in a day. The customer´s mother requested replacement as she did not trust the pump anymore. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device perform bolus delivery and monitored during testing. No bolus anomaly noted.